Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope was returned for an inspection request due to the forceps adjustment malfunctioning. Inspection and testing of the returned device found the adhesive around the tip fixation screws was detached. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the adhesive in the screw holes on the distal end was insufficient, water tightness was lost due to a pinhole on the channel tube, the bending angle in the up direction was out of standard, the up/down knob had play, the adhesive on the bending section rubber was cracked, switch 1 was cut, switch 2 was scratched, and the ultrasonic transducer was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the missing adhesive from the tip screw holes could not be determined. The chipped acoustic lens could occur due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. Olympus will continue to monitor field performance for this device.